Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and mid of (B)(6) 2024 recorded the pacing impedance between 500 ohms and 550 ohms. Furthermore the shock impedance showed values between approximately 65 ohms and 80 ohms. The analysis of the provided iegm episodes no. 1 from (B)(6) 2024 as well as no. 9 from (B)(6) 2024 and (B)(6) 2024 revealed synchronous artifacts on the farfield and rv channel, which led to the reported oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. -

Event description:
Oversensing on the ventricular channel was reported. Lead currently remains implanted. Should additional information be received, this file will be updated.